Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v342039, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 13-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that, per the caller, the patient had said that the stimulator was removed, but a piece of metal remained implanted because the surgeon was not able to remove it. The caller speculated a portion of the lead (or the whole lead) was still implanted. They had no additional detail to provide. They were not sure when the ins was explanted and did not know why the explant took place. The caller was provided the medical affairs phone number and transferred to medical affairs to leave a voicemail.